Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: according to the information received, the reported event for the reload was suspect diversion. Upon visual inspection of one photo, the following was observed: the photo shows a tyvek indicates the t46g46 lot number which is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistences noted on the printed and does not complies with j&j standard. Based on the photos reviewed, the counterfeit product is confirmed, however no root cause could be determined.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.